Event description:
Pulled pdd for individual measurements for the last week and the trending graph that shows it is variable. Offered this to hcp. They declined. Measurements have been in range. Lead is st jude. They are going to monitor patient. Patient is not symptomatic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Pulled pdd for individual measurements for the last week and the trending graph that shows it is variable. Offered this to hcp. They declined. Measurements have been in range. Lead is st jude. They are going to monitor patient. Patient is not symptomatic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).